Event description:
It was reported that during an emergency interventional procedure for treatment of a ruptured iliac artery, a balloon burst occurred. It was not known which iliac artery ruptured or how the artery was damaged. In an attempt to control bleeding, the occlusion balloon was advanced through the abdominal aorta and inflated to reduce bleeding while the physician implanted an unspecified covered stent. Following inflation, the balloon burst "in a pinhole fashion" at unspecified atms. It was noted that the balloon was removed from the patient intact. The patient was taken to the operating room for surgical repair of the artery. It was noted that following the procedure, the patient made a "full recovery".

Manufacturer narrative:
The complaint indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.